Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.1 were failed. A field service engineer replaced the row board ribbon cable on the half height drawers 2.1 and 2.2, performed testing in the hardware testing application (hta), and the customer also logged in to verify drawer functionality, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple repeated pocket failures caused drawer failures on drawers 2.1 and 2.2. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.